Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As the reported issue was fully resolved during the call with olympus technical support, the cause is attributed to the user not following the instructions to make the proper connections with the system. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: troubleshooting. Malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select a appropriate terminal.

Manufacturer narrative:
No device will be returned to olympus. The technical assistance center instructed the customer to connect a sdi (serial digital interface) cable from sdi out in the video system processor (cv-190) to sdi in 1 on the monitor, then to select sdi1 in port a. The user confirmed the image from the video processor displayed on the monitor. The customer confirmed there was a good image and the port b and pip lights were off.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during preparation for use of an unspecified procedure, the user was not able to get the video system image on the high definition liquid crystal display monitor and port a, port b and pip (picture in picture) buttons on the monitor were lit up. No patient injury or harm was reported. There was no delay in the procedure in which the subject device was used and no other devices were replaced during the procedure.